Event description:
It was reported to philips that the device gave a remote alert indicating the host computer had a memory problem during power on self-test, which can impact booting. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was outside of clinical use. The philips field service engineer (fse) inspected the system onsite and could not reproduce the reported problem related to host pc memory 2, the system operated smoothly throughout the day. Nevertheless, the issue reappeared, leading fse to replace the host pc to resolve it, and the findings were documented in a separate philips work order. Consequently, this complaint will be considered resolved. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The philips engineer was unable to replicate the reported issue and reoccurred issue has been documented in another work order. Based on the investigation results, philips concluded that the complaint is not reportable the codes were updated based on the investigation outcome.